Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 through the experience of the alarm during power up, but could not reproduce it during eval. Eval determined the cause to be a failed motor flex. The motor assembly was replaced.